Event description:
The graft was implanted for a femoral-profunda procedure. The physician claims that prior to implant, during preparation, the graft was flushed with saline and heparinized blood which leaked through its walls. The graft was then preclotted prior to implant. There was no injury or complication to the pt at that time. Five days after the implant, surgical intervention was required and the pt received an amputation. The pt was reported to be in the cardiac intensive care unit. It is unknown, at this time, if the graft was left in. Note: the physician preclotted the hemashield graft, which is contrary to the warning against preclotting in the instructions for use for this device family. Co learned that, according to the surgeon, there was no relationship between the amputation and the graft. Implant date is based upon info above.